Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) on 2026-apr-02. The rep reported that the cause of the high impedances was interference in the room. The product accidentally got discarded after the case.

Manufacturer narrative:
Continuation of d10: product ID 353101 (serial: unknown); product type: 0209-external neurostimulator; implant date n/a; explant date n/a product ID 978b128 (lot: va2f5kw); product type: 0200-lead; product ID 353101 (serial: unknown); product type: 0209-external neurostimulator; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was using an external neurostimulator (ens) and an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the caller reported they were in the or and they had tried to connect to two external neurostimulators with different handsets and the handsets aren't finding finding either of the devices despite using the correct app, seeing the green light flash on the device and moving out of the or. The caller stated that the handset would locate previous devices but not the one they were trying to connect to. The caller stated they successfully read implantable neurostimulator successfully earlier in the case. The caller mentioned that the external neurostimulators light would flash and slightly go solid and later in the call noted that the light was flashing rapidly and they had never seen that before. The agent had the caller reboot the handset and try again but this was unsuccessful. The caller stated they were replacing the patient's lead because of high impedances but wanted to test for motor response with the external neurostimulator before deploying the lead. The issue was not resolved through troubleshooting. The agent suggested trying a third external neurostimulator and moving any equipment further away from the external neurostimulator that may be causing interference. The caller added that the impedances were first seen the day of the call during the operation. The issue was later resolved through the use of a third ens and a fourth programmer and setting up the initial connection in a different part of the operating room.

Manufacturer narrative:
Continuation of d10: product ID 353101. Serial# unknown: product type external neurostimulator product ID 978b128 lot# va2f5kw: product type lead product ID 353101. Serial# unknown: product type external neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.